Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. The sample consisted of an incomplete kit of quinton permcath dual lumen catheter, 40 cm, product code 8817749001. Included in the kit was an assembled permcath catheter, an introducer needle, a syringe, an oval sheath/dilator, adult permcath tunneler and a dilator. Visual inspection was performed and the catheter and components did not present signs of use. In order to confirm the defect reported, functional testing (under water test) was required. After the test the catheter did not present any defects. As per the instructions for use, it is required to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective and overtightening the catheter connections can crack the adapters. The most probable root causes could be due to a number of alternatives on the field such as exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to this adapter cracking. Moreover, 100% devices are inspected for cracked adapters per procedure. Therefore based on all gathered information, it can be concluded that the adapter could more likely be damaged during use. The evidence provided is not enough to relate this event to the manufacturing operations, based on the fact that the sample returned did not present visible defects and no leaks were detected during underwater test. This failure is being addressed through a formal corrective and preventive action (CAPA) and health hazard evaluation (hhe). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify luer adapter-leaking in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the joint of catheter was cracked and there was errhysis outward. Patient involved without injury. The catheter will be returned for investigation.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was released on 08/24/2012. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause the joint to crack. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Additional information received further clarified that the catheter was repaired. The catheter was not pulled and replaced.